Event description:
The treat for the infection is re-op. The date of original surgery is (B)(6) 2010. The date of mesh removal is (B)(6) 2011. The age of the patient is (B)(6). The customer stated that the patient had a laparoscopic hernia surgery using parietex anatomical mesh by (B)(6) from (B)(6) and got infections after around 1 year. They are saying that they have started to perform laparoscopic hernias since (B)(6), 2010 and before never saw an infection with open hernia surgeries. So, they think it is a mesh problem. There are patient infections. The information about the patient was not given.

Manufacturer narrative:
(B)(4).